Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Prior to service, the customer replaced the chloride electrode and was able to calibrate the ion selective electrode. After evaluation of the instrument and instrument data, the cse removed the ion selective electrode module, cleaned the salt bridges and reseated the electronic connections. Quality controls and calibration were run, resulting within range. The cause of the discordant, falsely low cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low chloride (cl) results were obtained on patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The customer noticed that the average of chloride results was low during the patient run. The customer ran quality controls, which were out of range. The samples were repeated on an alternate advia 1800 instrument, resulting higher. Corrected results were reported to the physician(s) for some of the patients. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low chloride results.